Event description:
A malfunction, identified by the code malf 12, was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer had not reset the pump within the last 24 hours, so technical support provided the necessary instructions to reset it. After the reset, the malfunction was resolved, and the customer was advised to continue using the pump and to contact support if the issue happened again.